Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm shunt. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was used in a shunt percutaneous transluminal angioplasty. During procedure, at first inflation, it was noted that the balloon ruptured at 3 atm. The device was simply pulled out from the patient's body. Subsequently, all components are completely removed from the patient. The procedure was completed with another of the same device. No patient complications reported and patient was stable.